Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being returned for an unknown allegation. Information was requested regarding additional details about the event, but no further details were able to be provided. No adverse patient effects were reported. This s-ICD is expected to be returned for analysis.